Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error. Customer's blood glucose value was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. The p-cap / reservoir will not lock properly due to missing retainer.